Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges active insulin amount shown on the meter is not correct. Caller reported the issue has occurred several times. No adverse event reported. Requested return of the alleged device for evaluation.